Event description:
Robotic endostapler malfunctioned while attached endoscopically to tissue. Intuitive dvstst called; the surgeon to use staple tool removal kit to release instrument. Staple tool removal kit used to release the instrument. Device safely removed from the patient.